Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and it passed. The receiver was able to be charged and rebooted. The receiver log was downloaded, the receiver unit only recorded about 8 hours of data over a one week period. Functional testing was performed and it passed. A pairing test was performed and it passed. The reported event of gaps in data occuring on the receiver was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, gaps in data occurred on the receiver. No medical intervention was reported. Additional event or patient information is not available.